Event description:
Beds are unsafe, side rails don't go up and down with the head section, rails are very high in the up position when bed at the lowest causing patient to climb over the rails . When rails released to lower they descend quickly, afraid of hands getting caught, the rails are taller than the bed standard mattress height at lowest point, locking screws for head and foot section do not align. Side rail predrilled holes don't line up , bed ends rattle with any movement of bed, motor section not bolted securely